Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with external devices during a permanent implant procedure after using cautery to treat a bleed. As a result, the physician opted to finish the case with a new ipg.